Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 808:02 was not confirmed during product evaluation. However, the root cause was identified as a faulty pump head module (phm). The phm was replaced to correct the reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative reported a colleague infusion pump with an "808:02 error message." It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.